Event description:
It was reported that the stent could be placed antegrade into the femoral artery without issues after pre-dilatation. Upon removal, the delivery system became stuck on the guide wire. The physician pulled hard on the delivery system until it tore off and the distal end of the inner catheter became stuck on the wire. Thereupon, the operator retracted the wire until the stuck segment came out of the sheath. The physician removed it from the wire and recovered it by intensive flushing and jerking. No part of the product remained in the pt. The physician continued the procedure and placed an additional competitor's stent over the same guide wire, which could be released without issues. The procedure was completed without issues.

Manufacturer narrative:
This event is being reported because this device is the same or similar to one marketed in the united states PMA# p070014. The stent remains implanted; however, the delivery system has been returned for eval. The product eval is currently underway.